Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was stuck on update screen, customer tried rebooting, but issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system would not turn on. A field service engineer reimaged the station, checked all settings, and confirmed data sync. Enabled remote support service (rss) and updated auto launch. System verified operational. The system functioned as intended after the field service engineer troubleshot the issue.